Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and or used sensor was inspected and found sensor cannula was bent. It is unknown if customer received the sensor is said condition due to customer returned the sensor opened and used.

Event description:
Customer reported removing a sensor and seeing that the cannula was split in half and crimped. Customer reported that this sensor was in use for three days prior to removal. Customer reported removing another sensor on the day of the call and seeing that it was in the same condition. Customer also reported receiving an auto off alarm on the insulin pump. Blood glucose level was 322 mg/dl at the time of the call. No further information was provided.